Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 268mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The device was received with cracked end cap and scratched display window.